Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging a does not turn on issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (07/07/2014)-device evaluation:the meter involved with this complaint has been returned and evaluated on 06/30/2014 by lifescan product analysis with the following findings:the voltage of the battery that was returned with the meter was found to be low. The meter was found to work properly after the battery was replaced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.